Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. No patient involvement.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and reported that leak, valve and fiber optic tests were carried out on the unit. The fse identified no problems were found. It is thought that the error may have been caused by consumables or user error. All functional and safety checks to meet factory specifications were performed. The unit was returned for clinical use.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site email). Additional event site (B)(6).